Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, impedance, defibrillation cycling, and the environmental chamber without duplicating the report. Review of the device activity logs did not show evidence to support the customer's report. Every 30j discharged energy was the result of a charge and shock button press. All buttons and alarms worked as intended throughout the testing. The device was able to discharge on all energy levels with no issues. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device shocked two times in a few seconds after the first shock. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.